Event description:
During a surgery being performed in 2001, two penile prosthesis kits, 10mm in diameter, were opened and were found to have 12mm h ex wrenches instead of 10mm. The hex wrench is used to fasten the screws for adding of the tips. Surgery could not be completed without attaching distal or proximal tips, the physician implanted a competitive product.